Event description:
Reporter states that, he is a diabetic pt who has been using the flex-pen for a while now and it has been having the same issues. He reports that almost every pen he uses is defective. It frequently jams and when it does, it is virtually impossible to fix. Some times he has to use force to inject the insulin and after he does that, on retrieving the needle from his tissue insulin sprays out onto his body. This causes waste, wrong dosage and sometimes hypo/hyperglycemic episodes. This is very common when he has to administer about 40 units. Now he is forced to administer 10 units at a time which is a waste of time and he is not sure if the amount delivered is accurate. He has complained to the pharmacy which directed him to call the MFR. The manufacture asked him to ship the defective pens for replacement and now at (B)(6) of age, he has to visit the post office frequently to return these pens because 9 out of 10 is defective. Reporter pleads with the FDA for these flex-pens to be recalled.